Manufacturer narrative:
Concomitant product: baxter non-dehp y-type catheter extension set (B)(4);11448964,10013902; therapy date unk no product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the patient experienced sudden lower back pain within 10 minutes into a taxol infusion. The patient received (B)(4) 50 mg IV push and/or solucortef to treat the reported symptoms. The customer reported the primary set is primed with ns and loaded into the IV pump. Once loaded into the pump, the taxol 0.3-1.2 mg/ml (100-500 ml bag), is spiked and the dedicated taxol line is primed via the pump at 999 ml/hr for 20 ml because the priming volume of the set is 26 ml. Prior to the taxol infusion, the patient receives secondary infusions of dexamethasone IV 10 or 20mg (depending on the protocol), ranitidine 50mg and benadryl 50 mg. The event occurred in (B)(6) 2016.